Manufacturer narrative:
Event still under investigation at this time.

Event description:
A female patient underwent aaa repair in 2009. The patient's anatomical form was suitable for endovascular repair. Prior to zenith deployment, the right internal iliac artery was embolized due to the right common iliac artery aneurysm diagnosis. The zenith deployment procedure was conducted as labeled except deployment of suprarenal stent was performed before deployment of the contralateral limb. Final confirmatory angiography revealed a proximal type I endoleak. Additional ballooning was performed but could not solve the endoleak, thus another manufacturer's stent was deployed. A minor leak remained, however, the physician decided to take a wait-and-see approach. After suturing the site of insertion, the right leg pulse could not be confirmed. Clots were removed surgically on the distal right iliac artery and a pulse was confirmed. The patient's condition has improved.